Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that his one touch induo meter was giving him inaccurate high readings. About a month ago from the day the patient called lfs, he received a blood glucose reading of about 9.0 mmol/l on the reported lfs meter and 7.0 mmol/l on the doctor's meter, performed within less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than 30%. The patient reported that he first realized of the alleged issue about 3-4 months ago, when he started feeling that his blood sugar is going low. He takes novolin 20/80 insulin based on the meter readings. He mentioned that he had administered 5-10 units of additional insulin several times during last 3-4 months due to getting high readings on the reported meter. He also reported of feeling sweaty, shaky and weak several times during those 3-4 months. He mentioned that he always carried oral glucose with him and self-treats himself whenever feels low blood glucose symptoms. He was not tested on another device at the time of concern. The customer service advocate (csa) verified that the patient was using correct techniques to test and to clean the puncture area, he was reading the meter right side up, unit of measurement was set correctly, and the sample was drawn from an approved source. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed he administered more insulin than normal due to the reported issues and later felt shaky, sweaty and weak, symptoms, which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.